Manufacturer narrative:
Date of event is unknown. Initial reporter occupation is unknown. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital reported a leak at the spike(s) while using 3m¿ ranger¿ high flow warming set (model 24355). No patient or staff injury was alleged. No medical interventions were required. No further information.